Event description:
It was reported that the r waves dropped post cardiac surgery, and undersensing of the right ventricular (rv) lead was noted at interrogation. The device was changed out for one with increased sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).